Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) patient experienced witnessed ventricular fibrillation (vf) arrest at home where resuscitation efforts were immediately started upon arrival of emergency medical personnel (ems), and the patient was transported to the hospital. A total of 10 external defibrillation shocks were provided while in the ambulance along with 20 units of medication, however the patient was reported to have pulseless electrical activity upon arrival at the hospital so no additional external defibrillation was provided. In consultation with the rest of the resuscitation team, it was decided to stop resuscitation and the patient ultimately expired. Review the crt-d post-mortem interrogation showed on the day of the event, no therapies were delivered, and the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic).

Event description:
It was further reported that the lead integrity alert (lia) was seen as a consequence of the dying process, and undersensing of the polymorphic rhythm resulted in the lack of episode detection.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated the device failed to deliver therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.